Manufacturer narrative:
It was reported that the device doesn't work properly, it was not recognized by the controller. This is a loaner kit complaint and it was found during inspection at a sn warehouse. No patient involved. The associated sureshot targeter, used in treatment, was returned and evaluated. A visual inspection of the returned device shows blemishes on the overmold rubber and stains on the cord. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A functional check performed on the returned device could not confirmed the stated failure as the device functions as intended. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. The device was manufactured in 2017. The targeter is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Damage from repeated use can occur and some causes for the malfunction would include a broken cable, damaged connector, broken srom connection, and/or silicone overmolding failure. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Our investigation found that the subject device has been previously evaluated for similar events and an upgrade to the targeter has taken place. A second generation targeter has been released and is available (please reference device 71692851) for use. The sureshot device user manual is available, identifying pre-operative requirements for use and troubleshooting suggestions if needed. Based on this investigation, the need for corrective action is not indicated at this time. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the device doesn't work properly, it was not recognized by the controller. This is a loaner kit complaint and it was found during inspection at a s&n warehouse. No patient involved.